Event description:
It was reported that a user applied a new dexcom g7 sensor that completed warmup and paired to the dexcom app but failed to pair with the ilet, indicating an intermittent communication failure between devices and implicating the antenna/electrical communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure and involving the antenna component within the electrical and magnetic communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.